Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the presenting electrogram (egm) showed oversensing noise on the left ventricular (lv) lead channel and a drop in impedances from 860 ohms to 530 ohms. It was noted that the left ventricular (lv) lead was a (B)(6) lead. The health care professional (hcp) noted that isometrics were done and could not reproduce the left ventricular (lv) lead noise. Technical services (ts) discussed programming options with the health care professional (hcp). At this time, the crt-d and (B)(6) left ventricular (lv) lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).